Event description:
Same case as MDR ID: 2134265-2014-03832. (B)(4) clinical study. It was reported that intimal tear and spasm occured. In (B)(6) 2013, the patient was presented due to unstable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was located in the distal left circumflex (lcx) (mid lcx) extending into the 2nd obtius marginal (om) with 90% stenosis, was 30 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 38 mm study stent. Following post dilatation with a 3 x 8 mm apex balloon, spasm in lcx was noted which was treated with 300 mcg intracoronary nitroglycerin. Residual stenosis was 0%. Target lesion #2 was located in the proximal lcx with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Pre-dilation was performed with 3.0 x 8 mm apex balloon and resulted in a small localized intimal tear. The lesion was then treated with placement of a 3.5 x 12 mm study stent with 0% residual stenosis. Target lesion #3 was located in the proximal right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Following pre-dilatation using a 3 x 8 mm apex balloon catheter, spasm was noted and was treated with 200 mcg intracoronary nitroglycerin. Following placement of the 3.5 x 20 mm study stent, post dilatation was done using a 4 x 12 mm nc quantum apex balloon catheter and spasm was noted subsequently, which was treated with 400 mcg intracoronary nitroglycerin. Residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).